Event description:
Reporter states shortly after husband's double hernia surgery with the use of bard 3d max mesh, he started having pain. He was told by the surgeon the pain will get better, but husband has been suffering with chronic left groin pain that radiates down his leg and testicle area for the past two years due to the mesh. Reporter states pt has several health issues associated with the pain, physical activity is limited, diagnosed with peyronie's diseases, and erectile dysfunction. Pt has been referred to a neurologist for nerve pain by his surgeon.